Event description:
It was reported that the customer was hospitalized for ketones and vomiting, with a blood glucose over 600 mg/dl. The customer stated that prior to the event, the insulin pump had given a motor error alarm. Programming was correct. Troubleshooting was performed. The insulin pump passed the high pressure and displacement tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.